Event description:
It was reported that the ventilator did not ventilate and alarms for patient disconnected were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Investigation consists of a review of provided ventilator logs. According to the event log on the reported event date, several alarms were generated that indicates a leakage in the patient circuit system; patient circuit disconnected, check tubing and expiratory minute volume low. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Successful pre-use check was performed prior the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to a leakage. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 - brand name: - previous brand name: servo-u. - corrected brand name: base unit servo-u. D4 - version or model #: - previous version or model #: servo-u. - corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: - previous manufacturing date: 09/08/2020. - corrected manufacturing date: 09/04/2020.

Event description:
Manufacturer's ref #: (B)(4).